Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The physician stated atrophy of the urethra was the reason for leakage. No malfunction of the device was noted. It was added that this patient was implanted with his previous aus in 2012 and the device worked great until he started leaking.